Event description:
It was reported that an ilet user experienced a low glucose episode after announcing a banana as a lunch meal, which led to excess insulin delivery; the reported blood glucose was 54 mg/dl, and the user treated with oral carbohydrate and tea with milk, rising to 84 mg/dl. Symptoms included hypoglycemia with dizziness, headache, and shaking/ tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem, with a usage problem identified related to an improper or incorrect procedure involving the user interface, specifically an incorrect meal announcement size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.